Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service report: the field service representative (fsr) performed a preventative maintenance (pm), user verification test (uvt) and operational verification procedure (ovp) which brought the device back into manufacturer specifications.

Event description:
The customer reported that while the unit was on a patient the device stopped ventilating. The customer disconnected the suspect device and replaced the diaphragm, exhalation valve body and flow sensor. The customer then placed the suspect device back on the patient but shortly after the device stopped ventilating. The suspect device was pulled out of service. The customer reported no injury/harm on the patient.